Event description:
Approximately 5 seconds into the novasure procedure, the novasure machine shut off due to a vacuum breach. A representative of hologic was contacted by phone to determine if it was safe to proceed with the procedure using a new novasure handpiece. She stated it was safe to proceed using a new handpiece. The procedure was repeated using a new handpiece without incident.